Event description:
Affiliate reported that the device did not reprogram the pressure and it needed to be replaced. The date of implant is unknown, but more than one year ago. The date of revision is 2009.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Upon receipt of the valve, it was submitted for testing. The evaluation confirmed that the valve failed and could not be programmed. Upon further testing, the device was dismantled and debris consistent in appearance with biological matter attached to the internal side of the casing and attached to the bottom of the cam and on the stator was observed. The biological debris was apparently preventing the pressure setting mechanism from moving. No other observations were noted. The device history records were reviewed and they confirmed that the device conformed to the required specification when released to stock. Based on the results from this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.